Event description:
It was reported that the insulin pump had an error alarm during the manual prime. The drive support cap was noted to be normal. Customer stated that they were unable to clear the alarm. Customer's blood glucose reading at the time of the call was 140 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked end cap. Unable to perform functional testing and verify a33 alarm due to cracked end cap. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and missing end cap sticker.